Event description:
On 7/22/96 patella revison & replacement of tibial liner. 9/11/97 1 yr 6 mo. Recheck, patella on last film did not appear to be holding well, but it was still very acceptable. The knee is a little bit swollen. X-ray today revealed the lateral shows the bone of the inferior patella to have disengaged from the mid & superior patella. 12/11/97 x-rays show the patella separated apart now. 1/6/98 replacement tibial insert with the removal of patella prosthesis.